Event description:
A freeclimb 70 with tenzing 7 was used in a patient with icad and an occluded m2. During the third pass the physician found the tip had detatched at the proximal marker around the ica terminus into the m1. Physician attempts to remove the tip were unsuccessful. As of (B)(6) 2024 the patient was still alive with a post-procedure aspect score of 3. At approximately (B)(6) 2024 the patient had massive infarct and edema and expired soon after.